Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 10feb2021.

Event description:
The customer called into technical support (ts) reporting that the devices navigation ring is defective. Navigation ring not working when adjusting settings. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
G4:22mar2021. B4:02apr2021. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the nav-ring reported the problem not functioning. Setting changes were still be made via the touchscreen. The fse replaced the front bezel to return the device back to working condition. The device passed all tests successfully and was returned the unit to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Part was received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.